Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. Product ID 39565-30; serial # (B)(4); implanted: (B)(6) 2011; product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported the patient had replacement surgery on (B)(6) 2013. When asked if the replacement was due to normal battery depletion, the reporter stated ¿I guess so.¿ it was reported ¿they didn¿t say there was anything wrong with it¿ but that ¿it was a little too soon for it to die¿ as the patient only had it implanted in (B)(6) 2011. It was reportedly ¿a little weird it only lasted 4 years¿ but the patient used the implantable neurostimulator (ins) ¿all the time every day, and it was never off.¿ additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.